Manufacturer narrative:
Device evaluation fo monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. The cause for the failure was isolated to a defective u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.